Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer's blood glucose level as a result of the issue. The customer continued to use the pump for insulin therapy.